Manufacturer narrative:
Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to blood infection. No further patient complications have been reported as a result of this event.